Manufacturer narrative:
Consumer reports that eye burned immediately and became very red in seconds after using the product. Consumer removed the lens and rinsed eye with water. There was no report of medical treatment associated with the experience. The complaint sample has not been returned for evaluation. Consumer did not provide the product lot number. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom(s) reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure.

Event description:
Consumer reports that eye burned immediately and became red in seconds after using the product. Consumer removed the lens and rinsed eye with water. There was no report of medical treatment associated with the experience. The complaint suggests that the device may have malfunctioned as a result of variability of the neutralization.